Manufacturer narrative:
Not available. Reporters address was not able to be confirmed. Product has not been returned to 3m for analysis. 3m is unable to verify the leak, identify exact location and root cause without the sample. 3m will continue to monitor.

Event description:
A hospital alleged 3m ranger high flow disposable set, model 24355 leaked at the heat exchanger. No injury was reported.